Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during the 26mm sapien 3 case by tf approach in aortic position, the valve was crimped and inserted into the patient without issues. Balloon aortic valvuloplasty (bav) was performed prior. Valve alignment was performed correctly without problems and the valve was placed in the native annulus. Valve deployment started but the balloon did not inflate at all and while aspirating, blood was seen in the atrion device. It was assumed that the balloon had torn. It was managed to retrieve the valve back into the esheath and remove the whole system out of the patient without causing an injury. A new valve was prepared and successfully implanted.

Manufacturer narrative:
UDI (B)(4). The device was returned to edwards lifesciences for evaluation, inserted through the sheath and loader, locked at the warning marker with most of the fine adjust used. The proximal balloon shaft was bending from the return packaging. Imagery of valve alignment performed on the complaint device was not provided, but it was provided for the subsequent device. From the image, valve alignment was not performed in a straight section of the aorta, causing the valve to become not axially aligned with the flex tip and dive into the flex tip. The returned device was visually inspected for any abnormalities. The valve on inflation balloon. The distal end of the inflation balloon was wrinkled. There was a crimp balloon tear proximal to I/c bond, and gouges on flex tip. No relevant functional testing was able to be performed as complaint was confirmed through visual inspection. The double wall thickness of the crimp balloon was measured proximal to the separation, as an out of specification wall thickness could have contributed to the complaint event. Measured components were within specifications. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed. Due to the emerging trend in ic bond complaints, the tubing lots and resin for the crimp balloon underwent further review, and in this case, were not identified as a suspect lot. None of the work orders revealed any issues that may have contributed to the reported event. Review of history for the related lot revealed no similar complaints for ¿balloon ¿torn¿. A review of the complaint history from june 2017 to may 2018 revealed other returned complaints for ¿balloon ¿ torn¿ for the commander delivery system (all models and sizes). Seven complaints were confirmed, but no manufacturing non-conformance that would have contributed to the complaints were identified. Available information suggested that the tears may have occurred after valve deployment and were the result of excessive force during withdrawal through the sheath. Due to the high criticality level for this failure mode, a product risk assessment was initiated. Review of complaint history revealed that the occurrence rate did not exceed the control limit for the trend category ¿damaged¿. IFU, device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. No IFU/training deficiencies have been identified. Multiple 100% inspections are performed. During the balloon dimensional inspection ¿ all units are inspected. Balloons are inspected for working length, balloon diameter, proximal and distal leg ID, proximal leg od, double wall thickness. During balloon visual defects inspection, all units are inspected. The balloon is inspected for mechanical damage and deformation. During the crimp balloon molding process, 100% balloon dimensional inspection, all units are inspected. The balloon distal ID, proximal ID, and wall thickness are inspected. During balloon visual inspection, all units are inspected. Balloons are inspected for defects. During laser bond visual inspection, all units are inspected. Laser weld joint is inspected and rejected bubbles that cover more than bond area than visual criteria, or for burns. Functional product verification (pv) testing is performed on a sampling basis. Visual inspection is performed, and the unit is inspected and rejected for physical damage (kinks and cracks), loose or missing components.  Bond inspections are visually inspected at the inflation/crimp balloon bond. Any delivery system is discarded if bond is not intact or there is a tear present. During tensile product verification testing on a sampling basis, the inflation balloon/crimp balloon tensile force is tested. The lot was above the specification. All tested sample units from the related lot passed pv testing. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. The complaint for ¿balloon ¿ torn¿ was confirmed. A review of complaint history and manufacturing mitigation revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment. If valve alignment was performed in a curved section of the aorta, it could result in increased forces being applied to the bond area. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Review of imagery revealed that valve alignment for the subsequent non-complaint device was performed in an un-straight section of the aorta, and that valve diving occurred. If valve alignment was performed in the same or similar section of the aorta for the complaint device, high alignment forces would have been present, potentially causing material failure in proximal to the I/c bond. Flex tip gouges (figure 6), are indicative that valve diving did occur in the complaint device, and that valve alignment was attempted in a non-straight section of the aorta. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Available information suggests that patient and/or procedural factors may have contributed to the complaint event; however, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. However, a CAPA has been previously initiated and is being updated to address the emerging trend in I/c bond complaints. The CAPA can be referenced for additional information. Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment.  Although no product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the control limit, further investigation was performed on the crimp balloon tubing and resin lots. The complaint for ¿balloon ¿ torn¿ was confirmed. No manufacturing non-conformances were identified in the returned device. Available information suggests that patient and/or procedural factors (performing valve alignment in an unstraight section of the aorta) may have contributed to the complaint event. A CAPA has been previously initiated for corrective/preventive actions and the balloon torn issue and its associated risks have previously been documented and assessed in a risk analysis.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing. Update to reflect device return.